Event description:
Blood glucose increased [blood glucose increased]. Case description: a consumer with diabetes mellitus, reported that they were hospitalized due to increased blood glucose during use with an induo (insulin delivery device). The pt's blood glucose was measured to 399 mg/dl while in the hospital. The pt also reported that they experienced a burning sensation when urinating due to the increased levels. The pt denied that the hospitalization was due to a device malfunction. It was noted that the pt has one arm only and has difficulty with the induo's push button. No add'l info regarding the pt or the event. Is available at this time. Further info has been requested.